Event description:
Almost in a coma [diabetic hyperglycaemic coma], has trouble using the np4 [device difficult to use]. Case description: does the incident represent a serious public health threat: no. This serious spontaneous case reported by a consumer from (B)(6), concerns a female patient of unknown age who was using novopen 4 (insulin delivery device) for an unknown indication and experienced "almost in a coma and blood sugar levels were up to 33mmol/l" and "has trouble using np4" beginning on an unknown date. Patient height: not reported. Patient medical history: nor reported. The patient had reportedly been using novopen 4 from an unknown date. On an unknown date, the patient had a trouble while using novopen 4 and on many occasions, she was almost in coma. The patient's blood glucose was measured in high levels of 33 mmol/l. The overall outcome of the event was not reported. No further information available. Reporter comment: no permission to contact hcp.